Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right arteriotomy site post percutaneous diagnostic cardiac catheterization. Seven days later the pt was seen in the emergency room and admitted to the hosp with an infected abcess with visible pus at the arteriotomy site. The physician stated the pt was obese. A CT of the affected area revealed a small hematoma, but was negative for retroperitoneal bleeding. An ultrasound study of the femoral area disclosed a pseudoaneurysm. Two days later, the pt underwent right femoral exploration with evacuation of the abscess and repair of the pseudoaneurysm under general anesthesia. Estimated blood loss was less than 100 milliliters. The pt was treated with antibiotics. The pt was discharged 13 days later and was recovering.